Event description:
Procedure: lap colon. Reportedly, at the end of the procedure, when a surgeon removed the instrument from the patient cavity, the seal disengaged from the trocar. The seal did not fall into the surgical cavity. There is no patient injury reported.